Manufacturer narrative:
(B)(4): method: film. Results: resistant and tortuous lesion. Stent deformation and vessel damage.

Event description:
An endeavor resolute rx drug-eluting stent, length 30mm, diameter 2.5mm was intended to treat a lesion in the pt. It was reported that the stent fractured, and the pt suffered subintimal hematoma due to this. Another endeavor sprint rx stent, length 14mm, diameter 2.75mm was used to cover the dissection. The pt was reported as doing well and no other clinical sequelae have been reported. Cd review: review of the procedural images showed the target lesion in the lad being pre-dilated with multiple balloon inflations. After pre-dilation the lesion remained very stenotic and was tortuous. The endeavor resolute rx stent was deployed with an area of resistance being evident on the distal side of the stent. In order to achieve greater vessel opening, the newly deployed stent was post dilated with multiple balloon inflations throughout the length of the stent. Vessel damage occurred during the post dilatation activities and this was evident from review of the images received as a 'bulge' appeared at the site where the lesion was most resistant to full expansion. Irregularities noted in the stent contour suggest that the adjacent stent segments of the endeavor resolute stent had been forced out of alignment due to the forces applied by the post dilation balloon activities. The vessel perforation/dissection appears to have been most likely due to cracking of plaque within the resistant lesion. Please note that this device (B)(4) is distributed outside the us; however, it is similar to the us distributed product en25030x.